Event description:
Reportable based on device analysis completed on 22apr2026. It was reported that device difficulty advancing occurred. A 6f guidezilla ii was selected for use. During preparation, the guidezilla could not pass through the guide catheter outside the patient. The procedure was completed with another of same device. There were no patient complications, and the patient was stable post procedure. However, device analysis revealed a partial collar and shaft separation.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Investigation results: device analysis findings: the complaint device was received for product analysis. A visual inspection revealed that at 6,2cm and 9cm distal from the collar, the shaft of the device was kinked. A microscopic inspection revealed that there was a partial collar and shaft separation. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation has been assigned an investigation conclusion code of unintended use error caused or contributed to event following a review of the returned device, reported event details, available information, and product record review. Regarding the observed shaft kinks and the partial collar and shaft separation, that can occur during preparation, outside the patient from unintended inappropriate use during interaction between the user and device. Based on analysis and the reported information, the reported event likely occurred as a result of factors encountered during handling. Also, since the DHR review confirmed that the device met all manufacturing specifications, it is most probable that the forces that led to the shaft kinks and the partial collar and shaft separation were found during preparation while outside the patient.